Event description:
It was reported that the adhesive of the bending section cover had separated, the biopsy channel was blocked and the insertion tube was damaged on the airway mobilescope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation of insertion tube damaged was confirmed. Based on the results of the investigation, the damaged insertion tube resulted from physical stress applied to insertion section during user handling leading to the malfunction. The instruction for use states the method that should be followed for reducing and preventing the event in: -inspection of the endoscope. -when inserting the endoscope through the mouth, place the mouthpiece (ma-651) in the patient¿s mouth as necessary before inserting the endoscope to prevent the patient from accidentally biting the insertion section. Biting the insertion section may result in a break in the cable or malfunction of the light guide. Olympus will continue to monitor field performance for this device.